Manufacturer narrative:
Patient information was refused to be provide by the site due to legal/confidential reasons. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred pre-operatively after anesthesia had been administered and delayed the surgery by one week or longer. It was reported that contrast-enhanced CT photography was performed in the case that a frame link was used, and the patient with rexel frame attached entered the operating room. After that, startup failure of the navigation device was confirmed. The procedure on the reported day was discontinued and postponed to the following week. Reproducibility was observed while inspecting the defective navigation device. On the reported day, the navigation device became able to be started up after connection was confirmed, but the startup was slow. A replacement product was prepared. The defective product was prepared as a backup for the procedure in the following week.